Event description:
Sigmoid colectomy. Plcr75b reload was loaded onto plc75, attached to flexshaft and calibrated. Upon firing of the device, approx half of the distal staple line was normal, but the proximal half of the staple line was normal, but the proximal half of the staple line was not intact and under-formed. Sutures were placed to complete the case.

Manufacturer narrative:
Reported condition: "upon firing the device, the distal half (approx) of the staple line was perfect, but the proximal half of the staple line was not intact. The staples were fired, but were c-shaped." Evaluation: reload returned completely fired. Nineteen uses left. Avil alignment is good. Dlu fired green reload into 6 layers without any issues and produced properly formed staples throughout the whole staple line. Root cause: the root cause could not be determined.